Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent cystoscopy, amputation of cervix and cystocele repair due to stress urinary incontinence, uterine and vaginal prolapse. Following insertion the patient experienced severe pelvic and vaginal pain, urinary tract infections, extreme pain during intercourse, bleeding during and after intercourse, extreme sensitivity during gynecological exams and transvaginal sonogram, depression and anxiety due to marital stress.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 07/26/2016.

Manufacturer narrative:
(B)(4).